Event description:
The initial reporter alleged a discrepant result with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas ampliprep instrument. Specifically, a pp6 reactive result for hepatitis b virus (hbv) was observed, whereas the rpp1 result was non-reactive. The reported event involved two sample ids, (B)(6), which generated cycle threshold (CT) values of 45.2 and 42.8, respectively. Subsequent testing in pools of 1 yielded non-reactive results. Individual donor serology results were also non-reactive. The blood was released based on the non-reactive rpp1 results.

Manufacturer narrative:
The reported event occurred on a cobas s 201 system using the kit s201 t-scrn mpx v2.0 96t ce-ivd assay (serial number: (B)(6). The investigation determined that the assay performed as intended, with the final rpp1 results aligning with non-reactive serology results. A review of the cycle threshold (CT) values for the reported samples indicated late CT values, suggesting concentrations below the assay's limit of detection for hbv. The most likely root cause of the initial reactive pp6 results was identified as contamination, potentially originating from the handling of positive controls during material preparation. The blood was released based on the non-reactive rpp1 results. The customer was advised to review their workflow to ensure proper containment of hbv reactive materials.